Event description:
The facility representative reported a colleague infusion pump with an audio alarm when turned on. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "general pt ward" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be failure code 199:117:284:0000. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump that was alarming when turned on was confirmed and reproduced during product evaluation. The assignable cause was determined to be depleted batteries. The batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.